Event description:
This report is being supplemented to provide additional information based on the approved final investigation.

Manufacturer narrative:
Updated fields: d8, d10, g3, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found white flaws in the image. Based on the results of the investigation, a probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a pixel defect issue. The issue was found during a second-hand product purchase inspection. There were no reports of patient harm.